Event description:
It was reported that the device was missing segments in the display. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The reported customer complaint is a known issue and has been isolated, and actions have been taken under remedial action efforts. Please see section for remedial action reference.